Manufacturer narrative:
There was no product malfunction; this is considered a user issue. The customer biomed had tested the device, and could not reproduce the issue. The fse tested the mx40 alarming at the piic, and it functioned as expected; the mx40 is silent during telemetry mode at the bedside, and the alarm will only be heard at the piic. Alarm logs from the piic were reviewed by a philips complaint investigator (ci); several red alarms for brady, asystole, and v-fib/tach were seen before, and after 13:50. The log shows these alarms being silenced. The device remains at the customer site, and no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported that on (B)(6) 2019 at approximately 13:50 on bed (B)(6), there was no audible alarm on the piic device being used with a mx40 telemetry device, during a cardiac event. The patient died.